Event description:
The customer reported that the system failed to boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board. The system operates as intended.